Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and automatic mode switch episodes due to noise were noted on the right ventricular and right atrial leads. Further information was requested but not yet available. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-14528.

Event description:
Additional information received indicated the physician has elected to take no further action and to monitor the patient.